Manufacturer narrative:
(B)(4). The lens was not received for analysis, an empty box and labeling were returned. Lens met all manufacturing specifications prior to release. The definitive cause of this event could not be determined. No patient issues associated with this event. All information currently available is included in this report. Empty lens box and labeling received.

Event description:
It was reported that following insertion of the intraocular lens(iol) into the patient's eye the leading haptic laid across the iol would not unfold. The lens was removed and replaced by cutting in 2 pieces. The incision was not enlarged.